Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact stated the customer was trying to load a brand new cartridge, but the pump gave a message saying that the cartridge was used and had occurred with multiple cartridges over the past six months. The pump was not available to perform troubleshooting. There was no reported impact to the customer's blood glucose level. Tandem technical support made multiple attempts to follow up with customer but no further information was provided.